Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to extend the right ventricular lead helix was confirmed. A visual examination of the lead revealed the helix was extended and clogged with blood and tissue. An x-ray examination of the lead revealed the inner coil in the connector region was over-torqued as a result of procedural damage. After cutting and cleaning the lead of blood and tissue, the helix was able to be retracted and extended when applying torque directly to the inner coil. The measured full helix extension length was within required performance specification. The cause of the reported event of failure to extend the lead helix was due to the over-torqued inner coil in the connector region and the helix and inner coil clogged with blood and tissue. The reported event of high capture threshold was not confirmed. A visual and x-ray examination of the lead revealed no anomalies with the exception of procedural damage. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, a failure to extend the helix and inadequate capture were noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable.